Manufacturer narrative:
Based on the limited information provided by the customer, a specific root cause could not be determined.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable antibodies to thyroid peroxidase (anti-tpo) for four or five samples. Of the data provided, only the results for one patient sample were discrepant. The customer could not provide the specific date of testing. The initial result was <5 iu/ml with a data flag and was reported outside the laboratory. The repeat result was 41 iu/ml. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The anti-tpo reagent lot number and expiration date were requested, but were not provided. The field service representative checked the instrument and could not find a cause. He ran successful performance testing, controls and patient samples.